Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. She had the device removed because, it was not working.